Event description:
It was reported that the patient had deep brain stimulation (dbs) done and that it worked great for a couple of years until it got infected. It was noted that the infection almost reached the patient¿s brain which could have been devastating.

Manufacturer narrative:
(B)(4).